Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to a sensor error message, patient noticed that the sensor wire was not present, and there was no indication that the sensor remained in the body. The international distributor reported that medical intervention was not required. The international distributor indicated that on (B)(6) 2013, the patient confirmed that the insertion area felt smooth, and indicated that there were no abnormalities.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.